Event description:
When the fractional flow reserve (ffr) wire was plugged into the interface box there was no transducer signal on the monitor. We tried to disconnect and reconnect but there was no signal. We checked the connection, also gently moved the wire, but still did not show a signal. A new wire was used from another lot # sn (B)(4).